Event description:
A caller reported that the pump's touchscreen was cracked and unresponsive, making it impossible to interact with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be shipped and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The caller was advised to put the faulty pump into storage mode before returning it.